Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module was allegedly not reading the correct volume on the syringe that contains gentamicin. Per report, the pump read 1.96ml; however, the actual volume on the syringe was 2.14ml per report. The clinician then used another pump, which correctly read the volume. The clinician was able to administer the medication. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the syringe module was incorrectly reading syringe volume was not confirmed or reproduced during laboratory testing. The external inspection of suspect syringe module s/n: (B)(6) found all components functioning as intended. The associated pcu was not provided for investigation. The internal inspection after completion of testing only found a cracked boss in the rear case (incidental finding). Overall, the unit was in good condition. There was no evidence of other anomalies identified associated to the alleged complaint. All parts inspected were observed to be bd parts. Syringe volume detection functional testing found the suspect syringe module sin: (B)(6) operating within specification. The device correctly identified the volume at different graduation marks in a bd 12ml syringe and a bd 50ml syringe. Alaris system maintenance (asm) preventive maintenance task results indicates that the suspect syringe module volume accuracy measurement was performing as intended, with no issues noted. A normal infusion test was carried out using a monoject 12 ml syringe set at a rate of 10 ml/h and a vtbi of 10 ml. The syringe module operated for 1 hour without any errors or alarms. The device functioned correctly after the I-hour test and upon restarting. The syringe module error logs found no errors or malfunctions related to the reported event. The review of the event logs for syringe module sin: (B)(4) on (B)(6) 2024, revealed the following: 3:20:14 pm: the device was attached, powered on, and assigned to channel c. 4:22:12 pm: a bd 5 ml syringe with a volume of 1.9753 ml was selected. 4:26:18 pm: the infusion was stopped, and the unit was deselected. 6:58:36 pm: the device was reattached, infusion stopped again, and unit deselected. The incident syringe was not provided or the manufacture type reported. The investigation could not determine if an incorrect syringe may have been used. The alaris system user manual v9.33 states under syringe administration set preparation: "to decrease potential start-up delays, delivery inaccuracies and delayed generation of occlusion alarms, it is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates (e.g., if infusing 2.3 ml of fluid, use a 3 ml syringe)". The user should ensure that the plunger is in the correct graduation mark to avoid unexpected volume readings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service device was opened for investigation. Please re-torque all screws. Incidental finding: a broken screw boss in case was observed with small cracks. Replace rear case. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue that the syringe module was incorrectly reading syringe volume was not determined. The device was found to be operating as intended with no functional issues found to be attributing to the reported incident.

Event description:
It was reported that the syringe module was allegedly not reading the correct volume on the syringe that contains gentamicin. Per report, the pump read 1.96ml; however, the actual volume on the syringe was 2.14ml per report. The clinician then used another pump, which correctly read the volume. The clinician was able to administer the medication. There was patient involvement but no harm.